Event description:
This report was received by baxter (B)(4) and is a consumer report with supplemental information provided by a nurse in the (B)(6) of touch contamination and peritonitis with (B)(6) in a patient coincident with dianeal (unspecified) and dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal (unspecified) and dianeal pd4 ambuflex (dose, frequency and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. Dianeal therapy was ongoing. On (B)(6) 2012 follow up information was received from a nurse, which medically confirmed this case and the date of onset of the peritonitis. The nurse reported that on an unreported date, the patient experienced a touch contamination, which resulted in peritonitis. Treatment was not reported. Concomitant medications were not reported. The outcome for the touch contamination was not reported. At the time of the report the patient was recovering from the event of peritonitis. An opinion of causality was not reported for the event of the touch contamination. Per the nurse, the cause of the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique is confirmed. The assignable cause is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint.